Manufacturer narrative:
Block h6: imdrf device code a050702 captures the reportable event of snare loop cutting problems. Block h10: investigation results one captivator cold single-use snare was received for analysis. Visual inspection of the returned device revealed no problems had been noted. Functional inspection was performed and when the device was connected to the 10-inch loop fixture, it could extend and retract well. No other problems were noted. The reported event of loop failure to cut was unable to be confirmed since the device cannot be functionally tested by emulating the anatomical/procedural factors encountered during the procedure. Based on the analysis of the returned device and the information available, the most probable cause is no problem detected.

Event description:
It was reported to boston scientific corporation that a captivator cold single-use snare was used in the colon during a colonoscopy procedure performed on (B)(6) 2023. During the procedure, the snare could not cut through the polyp. The procedure was completed with a similar captivator cold single-use snare. There were no patient complications reported as a result of this event. The device was not returned.

Event description:
It was reported to boston scientific corporation that a captivator cold single-use snare was used in the colon during a colonoscopy procedure performed on (B)(6) 2023. During the procedure, the snare could not cut through the polyp. The procedure was completed with a similar captivator cold single-use snare. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a050702 captures the reportable event of snare loop cutting problems.